Event description:
The event is reported as: alleged issue reported: "patient had leak from cystic duct stump (on ercp) after 4th post operation day. Ercp shows leakage of bile from cystic duct stump despite both hemolok still in place." No patient injury reported. Patient current condition is fine. Requested additional information.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.